Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow keypad button was sticking and required multiple presses to elicit a response. The patient noted that all the keypad symbols were worn off. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reported wore the pump in a case on a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding intermittently. There was no evidence of physical damage on the keypad. The keypad was removed and there was contamination found under all the button contacts. Unrelated to the original complaint, the pump powered on to a discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.